Event description:
Balloon of autosuture blunt tip trocar and syringe product ruptured intraoperatively. Pieces of balloon that could be seen that ruptured were retrieved. No harm to patient. Manufacturer contacted and arrangements made for manufacturer to pick up defective device with biohazard precautions for transport. Dates of use: two days in 2007. Diagnosis: chronic cholecystitis.